Event description:
It was reported that the procedure was cancelled. A 1.50mm rotapro was selected for use for a severely calcified coronary artery. During the procedure, the rotation speed was high on dynaglide mode. The use of the device was discontinued, the entire system was removed, and the procedure was cancelled. There were no patient complications reported.